Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that two of the infusion set ripped off while working and two detached while the patient was asleep. The site location was patient's abdomen, and the pump was in the pocket of sleepwear opposite side. Moreover, the infusion set was used two days for the first one and two days for the second one. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 220 mg/dl. No further information was available.